Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention include, but are not limited to: endoleak.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient underwent treatment of a type a dissection of the thoracic aorta with two gore® tag® thoracic endoprostheses. On (B)(6) 2017, a follow-up CT scan determined the presence of a type ii endoleak. On (B)(6) 2017, the aneurysm sac was embolized with onyx liquid embolic agent. The patient tolerated the procedure.